Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient was experiencing hyperglycemia bg of 303 mg/dl and had received more insulin than usual. He stated that at approximately 3:45 pm they stopped giving corrections using the current infusion set, administered subcutaneous insulin, and inserted a new cannula, noting they had not selected the fill cannula step and were educated on its importance. Education was provided on closely monitoring glucose, checking ketones (reported as 0.2 on a blood ketone meter), understanding insulin action time, and contacting the endocrinologist. The event occurred while in use with the patient, operator of the device was the patient and the issue was resolved. The patient is a 12-year-old, white, non-hispanic/latino female, with a recorded weight of 100 lbs. There was no patient injury.